Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was ejecting clips and fell into the pt, but were retrieved with a grasper. The customer used another like device to complete the case with no pt consequence.